Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon stuck in vagina [foreign body in reproductive tract]. Tampon split in half [device breakage]. When pulled out tampon...split in half [complication of device removal]. Case narrative: consumer reported via email that the tampon split during removal and became stuck in her vagina. No serious injury was reported.